Event description:
Per the clinic, the patient developed an infection at the implant site due to fecal contamination incident. Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with IV antibiotic (specific date and duration not reported).